Manufacturer narrative:
Stryker further evaluated the removed parts and verified the reported issue. Stryker observed excessive contact resistance across the home, option and event buttons during close contact resistance test. Contamination was found between the dome and trace of all three buttons. Stryker determined that the cause of the reported issue was due to contamination inside the buttons of the main keypad assembly.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly and interface pcb assembly as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.